Manufacturer narrative:
An event regarding a fractured ceramic head was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection: a visual inspection was performed by a material analysis engineer which noted the following: the returned head fragments fractured longitudinally through the taper region of the head and contained portions of the original taper surfaces. This type of longitudinal fracture pattern is created by overload hoop stresses caused by the wedge effect of the stem trunnion. Two possible primary fracture surfaces was identified on fragments; although, the fracture surfaces were damaged by post-fracture edge chipping, obscuring the location of fracture origin. Macro-features of the fractures illustrate the approximate fracture origins and indicate hoop stresses that were consistent with an overload event. Due to an intentional bias in the taper dimensions, the contact pattern characteristic of a normal head/neck assembly is a continuous ring of stem metal transfer located near the proximal end (bottom) of the tapered surface. A typical continuous metal transfer ring was evident on all visible machined tapered surfaces of the returned fragments, indicating proper seating of the head onto the stem trunnion. The mar concluded: there was no evidence of manufacturing or material defects observed on the returned femoral head or insert. One potential primary fracture surface exhibited post-fracture damage, obscuring the fracture origin and preventing further analysis of the fracture conditions. The continuous metal transfer ring indicated that the head was likely properly seated on the stem trunnion. Macro-features of the fracture indicated hoop stresses that were consistent with an overload event. The approximate fracture origins are located adjacent to the distal chamfer. -medical records received and evaluation: no medical information was received and no adverse consequences to the patient were reported. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a material analysis was performed and concluded "there was no evidence of manufacturing or material defects observed on the returned femoral head" the exact cause of the event was determined to be as a result of an overload event as indicated by the mar. No further investigation is required at this time.

Event description:
Surgeon implanted an accolade ii and the delta head together for oa treatment on (B)(6) 2014. There occurred a dislocation repeatedly over the years. Surgeon attempted to remove the delta head on (B)(6) 2017, but couldn't separate the head and neck joints. Surgeon removed the delta head by excessive force. The delta head was broken into 3 pieces and was replaced.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon implanted an accolade ii and the delta head together for oa treatment on (B)(6) 2014. There occurred a dislocation repeatedly over the years. Surgeon attempted to remove the delta head on (B)(6) 2017, but couldn't separate the head and neck joints. Surgeon removed the delta head by excessive force. The delta head was broken into 3 pieces and was replaced.